Manufacturer narrative:
The reported event of failure to retract helix was not confirmed. Final analysis found that as received, a complete lead was returned in one piece. No shorting was noted when a short test was conducted for shorts between conductors while manipulating and stretching the lead. Upon x-ray inspection, the inner coil inside the connector region was found out to be slightly over-torqued consistent with procedural damage. The helix was able to retract and extend by applying torque directly to the connector pin. The full helix extension length was measured within specification. No further anomalies except for procedural damage were found when x-ray and visual inspection were conducted.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented for a pacemaker replacement surgery on (B)(6) 2023. During the procedure, the right atrial (ra) lead exhibited decreased sensing of r-waves that resulted into low perception. The ra lead was replaced but the helix of the lead was unable to retract, and the new ra lead exhibited decreased sensing of the r-waves. The original ra lead remained implanted as it was noted to have better sensing. Therefore, no intervention was made. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.